Event description:
A patient had an estimated blood loss of 152 ml following an external blood leak on a prismaflex m100 filter set. The patient later was transfused with a unit of packed cells. Ref MFR # 8010182-2014-00065.